Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection and cloudy effluent. The cause of the events was not reported. It was reported the patient ¿visited the hospital every day for treatment¿ (no further details). At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available as the reporter declined to provide further information.